Event description:
Dr reported that two abutments broke in function. Pt is reportedly fine. Pt is same pt as prior MDR report #m744807.

Manufacturer narrative:
No observable defects could be found with the component themselves. Measurement taken met design requirements. Review of the lot histories of the subject products was completed and found to be acceptable per release criteria.